Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels and no delivery alarm. The customer's blood glucose level at the time of incident was 448mg/dl. The customer states they treated with manual injection. The mother states they found kink in tubing and resolved the alarm. No further assistance needed at this time.